Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not available at time of report.

Event description:
The biomed reported that the nursing staff indicated the piic ix did not alarm for vtach no adverse event reported.